Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture. A field safety notice (fs-0009) was released on 8/6/2018 to communicate the risk of polymer leak events with the ovation device under circumstances in which the device is not used in accordance with the device instructions for use.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Approximately 16 minutes post polymer injection, the patient experienced hypotension. It was noted that the syringe had started to empty. The patient was treated for anaphylactic shock and stabilized. The remainder of the case was completed without incident and the aneurysm was successfully excluded at the completion of the case. The patient was reported stable at the completion of the case and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the reported polymer fluid leak, and anaphylactic response were unable to be confirmed with the medical records and imaging available for review. Procedure related harms and event relatedness of this event could not be determined with the medical records and imaging available for review. An oversized main (ab) body and manipulation of the stent during cure (within 13 min) were identified. This user related issue may have contributed to this event. On 06aug2018, endologix issued a field safety notice (fs-0009) regarding the risk of polymer leak events with the ovation ix aortic body stent graft. On 06may2020, endologix issued a follow-up safety update (fs-0012) reaffirming treatment recommendations for patients who experience a polymer leak during implantation and providing updated information on the current rate of polymer leaks, the rate of clinical harms and root cause. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.